Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and manufacture dates are unknown. (B)(4). Report source: e7114 pocs in liver transplantation patients. The complainant indicated the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 13, 2019 that a wallflex biliary covered stent has been implanted in the common bile duct using a selective guidewire placement during a repeat endoscopic retrograde cholangiopancreatography (ercp) with balloon dilation procedure performed on (B)(6) 2019. Reportedly, the patient had previously been enrolled in the e7114 pocs in liver transplantation patients study clinical trial on (B)(6) 2018. According to the complainant, on (B)(6) 2019, a biliary reintervention was conducted. During the biliary reintervention, a repeat ercp with balloon dilation procedure was performed and a wallflex biliary covered stent was implanted. According to the complainant, the patient had experienced chest and abdominal pain after stent placement. Reportedly, the patient was hospitalized on (B)(6) 2019 and was discharged on (B)(6) 2019.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the expiration and manufacture dates are unknown. Block f10: patient code 1685 captures the reportable event of patient experienced abdominal pain. Patient code 1776 captures the reportable event of patient experienced chest pain. Block g3: e7114 pocs in liver transplantation patients block h10: the complainant indicated the stent remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b2 and b5 have been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that a wallflex biliary covered stent has been implanted in the common bile duct using a selective guidewire placement during a repeat endoscopic retrograde cholangiopancreatography (ercp) with balloon dilation procedure performed on april 03, 2019. Reportedly, the patient had previously been enrolled in the e7114 pocs in liver transplantation patients study clinical trial on (B)(6) 2018. According to the complainant, the patient experienced chest and abdominal pain after stent placement. Reportedly, the patient was hospitalized on (B)(6) was discharged on (B)(6)